Event description:
I have been experiencing symptoms one year after I had breast implants (allergan implants) due to breast reconstruction after a bilateral mastectomy. It's been 6 years, I've been suffering debilitating side effects and/or symptoms, and after speaking with an explant surgeon specialist, it is in fact related to the implants. My implants have been getting me sick and as the years go by, I've been getting progressively worse. FDA safety report ID# (B)(4).